Manufacturer narrative:
Additional info: visual and optical examination reveal asymmetrical witness marks on the mas crown and set screw witness marks on the rods. Damage to a portion of the first thread of both the mas head and one of the break-off set screws (boss) are also noted. The direction of material movement and nature on the thread damage is consistent with rod angulation in the mas saddle during final tightening. The above observations are consistent with the rod angulation in the saddle during final tightening, resulting in a cantilever loading, and subsequent overload of the thread during tightening.

Event description:
It was reported that the patient underwent a single transforaminal lumbar interbody fusion. It was reported that the setscrews stripped during seating in the bone screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.